Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system produced false susceptible samples. This is a report of a single occurrence. There were no false results reported out to the clinician or the patient. The following information was provided by the initial reporter: no curves visible in the reference device

Manufacturer narrative:
Correction: new information has changed the reportability of this complaint: this follow-up is to cancel MFR report# : 1119779-2022-00933.

Event description:
It was reported that while using bd bactec¿ mgit¿ 320 system produced false susceptible samples. This is a report of a single occurrence. There were no false results reported out to the clinician or the patient. The following information was provided by the initial reporter: no curves visible in the reference device.